Event description:
It was reported that during a device replacement due to normal eri, low hv lead impedance was observed when the lead was connected to the new device. It was noted that the lead looked as if the insulation was scalloped in appearance, as if it had been nicked, near one of the pins. The lead was capped and replaced. Patient is doing well and will continue to be monitored.

Manufacturer narrative:
(B)(4). A partial lead with the connector pins measuring 11.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.